Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of laparoscopic right hemicolectomy, they took the stapler from the package. The surgeon tried to fire the device, however the firing knob could not be pushed. Another device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of laparoscopic right hemicolectomy, they took the stapler from the package. The surgeon tried to fire the device, however the firing knob could not be pushed. There was no patient harm.